Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found multiple low battery and replace battery warnings in the history. The pump powered up using the returned battery cap and functioned properly. A rewind/load/prime sequence was executed without incidents. The electric current draws were within specifications. The pump casing was opened to further investigate. There was no evidence of moisture intrusion and no defects to the power circuit contacts were found. The reported power issue was verified in the black box but was not duplicated in the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the battery life was less than expected. The reporter noted that the issue recurred with new batteries from different packs. The reporter stated that there was no damage to the battery compartment or cap and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.